Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fourth firing of the device with a gold load it failed to staple properly and there were malformed staples. The surgeon over sewed the staple line, inserted a g-tube and a drain was placed near the gastroesophogeal junction. Another device was used to complete the procedure. The patient is still in the hospital and doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the long60a device was returned in good condition and with seven cartridges present. The reloads were returned fully fired. In addition, reload (h) was received with the cartridge deck and one piece sled damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged and the staples there after can be malformed or partially formed. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The device was tested for functionality in the straight and articulated positions with test reloads and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. (B)(6).additional followup has been requested.